Manufacturer narrative:
The ada site number was requested from the complainant. The clinician states the site number is unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2.5 months after the dental implant was placed in the mouth, the implant did not achieve primary stability or osseointegration. Clinician reports patient had good hygiene. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The ada site number was requested from the complainant. The clinician states the site number is unavailable. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant was placed in the mouth, the implant did not achieve primary stability or osseointegration. Clinician reports patient had good hygiene. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).